Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements and potential loss of capture (loc) on the presenting electrogram (egm). Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the left ventricular automatic threshold (lvat) test was detected as greater than the programmed amplitude or suspended for this left ventricular (lv) lead resulting in an alert in the remote home monitoring system. Review of the presenting electrogram (egm) showed high threshold measurements and evidence of ongoing loc. Pacing outputs adjusted to 5 volts as a result. Additionally, the lv lead exhibited decreased pacing impedance measurements of 378 ohms. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.